Event description:
It was reported that during defibrillation testing the right ventricular (rv) lead failed to defibrillate at 25 joules. The lead was explanted and replaced with a dual coil lead, resulting in a successful defibrillation test. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. The outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. D334drm implantable cardioverter defibrillator (ICD)  2013-(B)(6); 5076 implantable pacing lead 2013-(B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.